Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, a photograph and three videos of the sample were provided for evaluation. The returned photos and videos were reviewed, and it was noted that there were leaks at the clearlink y-site component. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least two (2) clearlink system continu-flo solution sets leaked from the luer lock valves. This was observed during a gravity feed for one (1) event where the line was clamped; the second event was during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.